Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy procedure the protected ophthalmic silicon needle tip got detached inside the vitreous chamber. The tip fragment remained in the posterior chamber of the left eye and could not be found. The procedure was completed and there was no medical or surgical intervention required.

Manufacturer narrative:
One opened 25 gauge (ga) soft tip cannula was received. The returned sample was visually inspected and was found to be non-conforming. The visual inspection indicated that the majority of the tip extending past the cannula was missing. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned non-conforming sample was received opened. How and when the soft tip of the cannula became detached cannot be determined from this evaluation, however, the evaluation shows that part of the tip is still attached and most likely was detached during use. A root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).